Manufacturer narrative:
The side did not return any device therefore, no device eval was performed. If we should receive further info pertinent to this event, a f/u report will be submitted. (B)(4).

Event description:
A pt underwent a focal radiofrequency ablation (rfa) for a 6 cm barrett's esophagus containing low-grade dysplasia. One week post-procedure, the pt complained of difficulty swallowing. Endoscopy revealed a stricture which was dilated. The physician placed was removed 2 days later. Upon removal of the stent, the stricture was dilated a second time. The physician has since reported that the pt's symptoms are improved, but no further endoscopy has been performed. The physician graded this adverse event as severe, and no device malfunction was reported.